Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned instrument confirmed the complaint. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that when trying to lock the distal stem onto the bottom of the distal stem insertion handle, the handle provides rotational freedom of the distal stem on the end of the insertion handle. This has occurred multiple times with the same handle. When trying to engage the taper with the assembly tool, the helicopter handle continued to spin and never broke the tensile bar to guarantee engagement of the taper. This has occurred multiple times with the same assembly tool.